Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient went to the emergency room for cellulitis around the tube. It was red, puffy, did not look good and was spreading. The patient was treated with one dose of intravenous vancomycin in the ER and was sent home on levofloxacin 250mg 2 tablets the first day and then 1 daily for 6 more days.